Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with no reported malfunction. However, an medical device regulation (MDR) reportable failure was identified during testing at the service center. Upon inspection, foreign material was found in the charged coupled device (ccd) cover lens, air/water channel, and cylinder. There was no patient involvement.